Event description:
It was reported to philips that the customer called to request the replacement part number for the therapy capacitor. It was confirmed that the therapy capacitor was damaged and needed to be replaced. There was no reported patient involvement.